Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula, broken part is missing. Also, performed visual inspection and checked introducer needle for burrs and dull needle tip defects and found the needle tip to be bent (hooked). See picture attachment file for details. Unable to confirm customer received sensor in said condition due to sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with the sensor. The sensor cannula fractured while in their body. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated they inserted a new sensor this morning and the transmitter did not flash. They removed the sensor and the sensor's cannula was not intact. Customer reported the sensor's cannula was no longer in the body. The sensor will be returned for analysis.